Manufacturer narrative:
The device history record for this dcs lot was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information, hypotension and bleeding were most likely caused by a perforation in the distal end of the aortic arch. Both are known potential adverse effects per the device instructions for use (IFU), and are varying risks that are dependent on several factors, including the patient¿s state of health and pre-procedural condition. Perforations are also known potential risks, per the device IFU, that can occur during any invasive procedure. The device was not returned, and a conclusive cause of the perforation could not be determined based on the information available. The report of patient expiration at during extubation was ascertained as being related to the procedure. No autopsy was completed. The cause of death was reported to be a thoracic arch rupture, where the rupture was a slow bleed out from perforation that could not be fixed in time to recover from the blood pressure loss. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. A procedure-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality.

Manufacturer narrative:
The product was discarded by the facility and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve via transfemoral approach, the patient's blood pressure dropped in recovery and could not be stabilized. The patient's chest was opened to find that the distal end of aortic arch was perforated. An attempt to repair the perforation was made however the patient expired in the operating room. The physician reported that the perforation may have occurred when the delivery catheter system (dcs) rounded the aortic arch.